Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had an intermittent operation. It was observed that the device passed visual inspection. During the assessment it was determined that the device would run and reach the required speed. However, if the device was tested under load, the oscillation head would stop but the motor would run. It was determined that the connecting point of both parts were worn out. Because of the issue it was possible that the oscillation head could rotate inside of the adjuster fork. Furthermore, some residues and liquid were found in some of the sub-assemblies of the handpiece. It was further determined that the device failed pretest for check function of device. It was noted in the service order that during post-surgery, it was discovered that the device could not cut a bone. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of the device would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the intermittent operation of the device identified during service and evaluation was confirmed. It was determined that the most probable cause for the found defect was due to improper repair by the service center. It was further determined that the remain failures were most probably caused by improper reprocessing. The assignable root causes were determined to be traced to manufacturing and environment. UDI: (B)(4).